Event description:
It was reported by service report that the brake light is not working properly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Issue was resolved by reconnecting and repositioning the brake light switch wire harness.